Event description:
The consumer was being pushed in a rolls wheelchair, when the right wheel allegedly broke off. The chair allegedly tilted forward causing the right leg extension to hit the floor, aggravating their right knee.